Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the psu failed accuracy testing and that there was an intermittent current out of range occurrences in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A site representative reported that during spinal fusion procedure, the error led on the positioning sensor unit (psu) was blinking. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.